Event description:
It was reported that there was loss of capture (loc) on this right ventricular (rv) lead channel. Technical services (ts) stated that this device had the rv automatic capture (rvac) feature programmed on so after the loc beat there was a back-up pace appropriately delivered. No adverse patient effects were reported. Currently, this lead remains in service.